Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the leadless pacemaker exhibited poor sensing, high capture threshold and low pacing impedance. A repositioning attempt was made but the device helix was observed to be stretched. It was also noted that the patient's heart rate was not being recognized by the programmer from the device. The device was retrieved, and a new one was implanted. The patient condition was stable.

Manufacturer narrative:
The reported event of stretched helix was confirmed, low impedance, capturing problem, incorrect measurement, and sensing problem were not confirmed. Visual inspection noticed the helix was stretched out of specification. The helix elongation is consistent with having occurred during implant procedure caused by the end-user. Electrical and mechanical analysis performed indicated normal data and normal functionality. Further analysis was performed, including pacing impedance measurement, and sensitivity test and results indicate the device exhibited normal device characteristics without any anomalies. Evaluation of the output signal measured normal pacing parameters. Review of device history record (DHR) indicates that each manufacturing and inspection operation was performed, and the device passed all tests. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.